Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿an occlusion alarm occurred" was confirmed. The root cause of the event was an anomaly in the downstream occlusion (dso) sensor. The dso was replaced, and the device passed all functional tests after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an occlusion alarm occurred. Per reporter, this occurred during infusion at the patient's home. No patient harm or adverse event was reported.